Event description:
A (B)(6) female pt contacted zoll lifecor customer support stating one of her batteries would not power up the system. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery will not power up system) was confirmed. The cause of the battery not fully charging was a broken yellow wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.